Event description:
It was reported the pt was satisfied with her parasthesia, but she was experiencing rib discomfort on her right side. The pt reported the stimulation sometimes aggravated the discomfort. The sjm rep reprogrammed the pt to avoid the area. The physician had an x-ray performed, which showed no anomalies. It was reported the pt would be scheduled for a CT scan.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.